Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "patella clamp capture mechanism is damaged & doesn't retain the patella clamp. Need a new one sent to the hospital asap please to replace. Lot number of instrument unknown." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune patella drill clamp had nothing indicative of a device nonconformance. The will not hold/retain condition was not able to be confirmed. Device functionality could not be assessed by photo. As the device was not returned, an as-received condition could not be assessed. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "patella clamp capture mechanism is damaged & doesn't retain the patella clamp. Need a new one sent to the hospital asap please to replace. Lot number of instrument unknown." The product was not returned to depuy synthes, however photos were provided for review. See attachment (patella clamp.png). The photo investigation revealed that attune patella drill clamp had nothing indicative of a device nonconformance. The will not hold/retain condition was not able to be confirmed. Device functionality could not be assessed by photo. As the device was not returned, an as-received condition could not be assessed. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patella clamp capture mechanism is damaged & doesn't retain the patella clamp.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b3, b5, h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Please clarify what you mean by damaged. Did it break into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? The connection mechanism that holds the button onto the clamp has disengaged somehow so it no longer performs the function of a patella clamp. B. Were all pieces of the broken instrument retrieved from the patient? It dropped on the floor whilst the surgeon was moving it from the scrubs mayo to the patient so no broken instrument in the patient.